Manufacturer narrative:
(B)(4). It was reported that there was a black spot on the screen of the device. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that there was a black spot on the screen of the device.